Manufacturer narrative:
Continuation of d10: dtba1d4 crt-d implant: date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. It was alleged that the active fixation lobes of the lead promoted aggressive scar tissue growth that made extraction unusually difficult and dangerous. The lv lead lobes of the lead did not retract as designed. The lobes ultimately caused a coronary sinus tear resulting in cardiac tamponade, which resulted in emergency surgical repair via sternotomy and cardiopulmonary bypass. The patient suffered oxygen deprivation for approximate 25-30 minutes, resulting in permanent brain damage, short term memory loss, physical pain, and other serious injuries. The lv lead was implanted for approximately ten years prior to explant. The left ventricular (lv) lead was explanted approximately two years prior to the patient's death.